Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure was multiple leaks throughout the unit that were repaired. Customer stated issue could not be duplicated. No new parts needed.